Event description:
During a ptca procedure, the graphix guidewire broke. The lesion being treated was a calcified , stenotic lesion in the circumflex (cx)coronary artery. The graphix guidewire was inserted into the very distal portion of the cx and three stents were deployed proximallym, immediately , immeidately above the bifurcation of the artery. It is noted that access to the cx was difficult due to calcification and stenosis proximally. After the stents were deployed, and the wire and balloons were removed, physician noticed that a small portion of the graphix guidewire remained in the distal part of the cx. The physician attempted to retrieve the piece of wire without success. No further action was taken. The procedure was successfully completed. It is noted that the physician did not jail the wire. No patient injuries or complicaitons were reported. Patient status is reported as "good" and "recovering well".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.